Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported leak was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that may have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of the 3.50x20mm nc trek balloon catheter, when negative pressure was applied, air was noted to entering the indeflator therefore the device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.